Manufacturer narrative:
B3 date of event: unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd solis pca pump the concentration of his pain medication was increased by physician, but the nurse did not change the profile for this. The patient was on standard dose but was given a new "high dose" and this was not changed on the pump. The result was the patient received a higher dose than prescribed. There was patient involvement. No other adverse consequences were reported.